Event description:
As reported per clinical trial (B)(4). The subject patient was admitted to the hospital on (B)(6) 2026 underwent an open relaparotomy, hysterectomy, adnectomy, peritonectomy, lysis of adhesions was done during which a phasix flat mesh was trimmed and placed in onlay fashion and secured in place. The midline fascia was completely closed with ethicon slow absorbing monofilament with 0-pds sutures. A 3cm overlap in all directions was achieved. Skin closure was achieved by continuous stitch with single strand absorbable sutures. The patient was prescribed prophylactic antibiotics (cefuroxim) prescribed peri-operatively. The patient was discharged on (B)(6) 2026. On (B)(6) 2026, the patient was diagnosed with a seroma measuring 9.8 cm in width and 2.5 cm in depth. No signs of hernia. A puncture will not be performed if there is a possibility of an iatrogenic infection. As reported, the adverse event (seroma) has been assessed per clinician as having a causal relationship to the study device and possibly related to the procedure and recovering/ resolving. The severity has been assessed as mild. The reported ae does not meet the definition of a sae (serious adverse event) and does not meet the definition of uade (unanticipated adverse device event).

Manufacturer narrative:
As reported, post implant of the phasix mesh as an onlay, the subject patient developed a seroma. The clinician has assessed the patient's postoperative seroma as casually related to the study device and possibly related to the procedure. However, based on the information provided, the extent to which the phasix flat mesh implant used to treat the patient may have caused or contributed to the reported patient's postoperative seroma cannot be determined. Seroma formation is a clinically understood potential complication of surgery/use of the device and is identified in the instructions-for-use provided with the device, as a possible complication. A review of manufacturing records was conducted and shows the product was manufactured to specification. Note: section a through f - the information provided by bd represents all of the known information at this time. Despite good faith efforts to obtain additional information, the complainant / reporter was unable or unwilling to provide any further patient, product, or procedural details to bd.